Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication livanova (B)(4) learned that the device was cleaned regularly per instruction for use and connected to the wall vacuum, located in the operating room with a distance of 5 or 6 meters from the operation field. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that heater cooler 3t was found to be contaminated with stenotrophomonas maltophilia and sphingomonas. There was no known patient involvement.